Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown diagnostic procedure the device did not yield an image. There is no harm or adverse impact reported to any patient.

Manufacturer narrative:
Additional information has been received from the customer. Correction being made to initial reporter email. This supplemental report is being submitted to provide this information. Patient details and information was not provided. When during the procedure the event occurred is not known. Procedure was diagnostic cystoscopy. The procedure was not completed and was rescheduled. There were no adverse effects to the patient as a result of needing to reschedule the procedure. Patient is in a stable condition. Procedure was performed two weeks after the event at another office. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.